Event description:
Boston scientific received information that during a routine follow-up visit about two months post-implant, this subcutaneous electrode had migrated and pulled back from the original implant position. This was confirmed via x-ray. The electrode is still able to sense appropriately. A revision was performed a few weeks later and the electrode was able to be successfully repositioned. No additional adverse pt effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.